Event description:
It was reported that blood leaked beyond the septum. Customer states that this IV did not have a blood control feature when inserting the IV exposure to blood. Additional information 3/25/2026: the account did not have an exact date, but between on (B)(6). I also do not have the IV as they disposed of it prior to us arriving. Additional information 3/30/2026: no harm or injury, rn was wearing gloves, no exposure to mucous membranes or broken skin, no diagnostics or medical treatments necessary or provided.

Manufacturer narrative:
G.4. K201075; k251654. B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E.1. No direct customer information provided.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5276700. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.